Manufacturer narrative:
Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. Explant date: not applicable, as lens remains implanted. Device manufacture date: unknown as the serial number of the device was not provided. Product testing could not be performed since the device was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) had a small scratch in the center which was observed after inserting into the patient's eye. Reportedly the iol currently remains implanted as the scratch was not so large. There was no patient injury reported.